Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the hospital for cancer-treatment and during radiation treatment; a malfunction alarm occurred and the pump stopped all insulin delivery customer confirmed hospitalization is not related to the pump or pump-supplies. The customer's blood glucose (bg) level was 165 mg/dl. During troubleshooting with tandem customer technical support (cts), the malfunction alarm was cleared and insulin delivery was able to be resumed. Cts educated customer regarding off label use instructions which indicate pump should not be exposed to radiation.